Manufacturer narrative:
(B)(4). (B)(6). Patient died for unknown reason. There is no information that relates the death with the use of our product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that patient died for unknown reason 3 months after the cemented right hip primary total prosthetic replacement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Review of complaint history showed that this is the only death event for the involved batch of products. No information is available about the cause of the death of the patient. It cannot be determined if the death of the patient is linked to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00441.